Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that this lv lead was replaced due to a dislodgement and the physician could not remove the lead and thus opted to surgically abandon the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.